Event description:
Event description guidant received information that during a follow-up visit, the unipolar lead connected to this pacemaker exhibited noise, resulting in undersensing, loss of capture, and asynchronous pacing during minute ventilation (mv) calibration. The mv clibration was immediately terminated. It was noted that both leads were unipolor and mv calibration requires two bipolar leads. There were no adverse patient effects reported.